Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt status post acdf level c4-5, implanted on unk date by unk surgeon, presented to surgeon with adjacent level disease. Pt returned to operating room on (B)(6) 2011. Synthes hardware cslp gold plate, 4 expansion head screws, and 4 locking screws were explanted. Adjacent level was revised and treated with non-synthes product. This is the 3rd of 9 reports submitted on this event.